Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that foley catheter was inserted without difficulty, nurse filled balloon with put into stirrups and the foley fell out. Tip noted to be damaged. Customer requested replacement.

Manufacturer narrative:
The reported event is inconclusive due to the condition of the sample received. Visual evaluation noted visual inspection of the sample noted the tip of the catheter cut off upon return. Therefore, the sample cannot be tested for the reported due to the condition of the sample received. No actions can be taken at this time since a root cause was not identified. DHR review did not show any problems or conditions that would have contributed to the reported event. The instructions for use were found adequate and state the following: foley catheter removal: 1. To deflate catheter balloon: gently insert a luer lock or slip tip syringe in the catheter valve. Never use more force than is required to make the syringe stick in the valve. 2. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. 3. Use only gentle aspiration to encourage deflation if needed, vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. 4. If the balloon will not deflate and if permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. 5. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Proper techniques for urinary catheter maintenance secure the foley catheter, use the statlock foley stabilization device if provided. Maintain a closed drainage system by utilizing pre-connected, sealed catheter-tubing junctions. Maintain unobstructed urine flow and keep the catheter and collection tube free from kinking. Keep the collection bag below the level of the bladder or hips at all times. Empty the collection bag regularly (e.g., prior to transport) using a separate, clean collection container for each patient. Routine hygiene (eg, cleansing of the meatal surface during daily bathing or showering) is appropriate, leave folley catheter in place only as long as needed. Eo sterile, sterilized using ethylene oxide, sterile unless package is opened or damaged, except for any individually packaged components within the tray which are not labeled as sterile. These components are not terminally sterilized. Bard ez-lok sampling port (indicated by the blue stem in the port) accepts luer lock (fig. 1a) or slip tip collection devices (fig. 1b). Bd vacutainer urine products can be used for collection, storage, and transport of urine specimens from a foley catheter. 1. Occlude drainage tubing a minimum of 3 inches below the sampling port by kinking the tubing until urine is visible under the access site. 2. Swab surface of bard ez-lok sampling port with antiseptic (fig. 2) e.g., site-scrub ipa device which is an effective disinfecting agent for luer hubs. 3. Using aseptic technique, position the collection device in the center of the sampling port, press the device firmly and twist gently to access the sampling port. (Fig. 3) 4. If using bd vacutainer luer-lok access device (fig. 4), collect urine into the bd vacutainer tubes per hospital protocol. If using syringe, slowly aspirate urine sample into syringe and transfer to collection cup or follow hospital protocol. 5. After sample is obtained confirm tubing is unkinked and urine is flowing freely and is not obstructed. Discard collection device according to hospital protocol. 6. Follow established hospital protocol for specimen labeling and transport to lab. Caution: federal (u.s.a) law restricts this device to sale by or on the order of a physician. Single use only. Do not resterilize. For urological use only. Warning: on catheter, do not use ointments or lubricants having a petrolatum base, they will damage the catheter and may cause balloon to burst. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and applicable local, state and federal laws and regulations. Visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Please consult product abell and insert for any indications, bard, luer-lok and vacutainer are trademarks and/or registered trademarks of becton, dickinson and company. Correction: d, g, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that foley catheter was inserted without difficulty, nurse filled balloon with put into stirrups and the foley fell out. Tip noted to be damaged. Customer requested replacement.